Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5 - describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded.additionally, contamination of dust/dirt was found on the inside of the device. The customer's complaint could not be confirmed.the device was scrapped. Section h6, component code has been corrected in this report. Section h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP alleging the device power connector was corroded, there was no patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no visible foam particles. The power connector of the unit was corroded and dust and dirt was observed inside the device.the customer's complaint could not be confirmed.in addition, the device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request.analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.